Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice device. Volume of fluid drained that meets current criteria of an iipv incident, found in the logs only. Probable cause: insufficient drain false empty detect and use error, clinician inappropriately set minimum drain volume percentage setting too low. Review of the service dates and activities revealed the previous return of the device was not for the reported problems of iipv. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through rtb-CAPA-(B)(4).

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 during drain cycle 3. The ultrafiltration volume was 1662 ml. This event meets overfill criteria.